Event description:
It was reported within one day post implant the patient had positional intermittent pocket stimulation which could not be duplicated with unipolar or bipolar testing at maximum device output. It was noted that the device had the atrial port plugged and was in pacing mode vvi. It was also noted that the right ventricular (rv) lead electrical performance was within normal limits, the chest x-ray was normal and that no stimulation was observed at implant when checked with 10 volts. Follow up determined it was not able to be definitively confirmed whether the pocket stimulation was related to the device or rv lead. The rv lead was explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.